Event description:
It was reported that the item had a sharp metal shard. The issue was observed during testing there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the threaded tip is stripped and a portion of the adaptor base was severely deformed. Even though no signs of burr were observed, is not unreasonable that observed condition of the device would have contributed to the reported allegation. The observed condition of the device could be consistent exposure to unintended forces, such as repeated impaction forces while the mating device were not fully threaded or in a misaligned position. As per IFU, under section: care and maintenance functional testing, a sequence of steps must be followed when attaching to the surgical impactor. Additionally, specifically advises: "ensure threads are properly engaged to prevent damage from cross threading. ¿ a functional test was not performed s"ince it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the kincise 1 emphsys strght impct would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.